Manufacturer narrative:
(B)(6).

Event description:
It was reported that t2 was not able to be deployed. No patient injury.

Manufacturer narrative:
Complaint indicated ¿t2 non-deployment¿. T1, t2 and suture were not returned. Functional test indicates the deployment mechanism cycles as intended. The delivery needle is bent and slightly twisted. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the device can be established.